Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the product packaging stated that the product was latex free, however a latex catheter was inside of the tray.

Manufacturer narrative:
Received 1 opened surestep foley tray with the original unit packaging. Verified that the outer packaging referenced product number a319516am; however, the belly band referenced product number a319416am, lot # ngaq4149. The visual inspection noted that the opened tray contained a latex catheter packaged in the tray. The reported issue was confirmed as manufacturing related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Visually inspect the product for any imperfections or surface deterioration prior to use. If the package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and direction for use." (B)(4).

Event description:
It was reported that the product packaging stated that the product was latex free, however, a latex catheter was inside of the tray.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the product packaging stated that the product was latex free, however a latex catheter was inside of the tray.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the product packaging stated that the product was latex free, however a latex catheter was inside of the tray.